Event description:
The asset high definition liquid crystal display monitor was found to have a no power malfunction during maintenance. No patient involvement or patient harm was reported.

Manufacturer narrative:
The asset unit was returned (to oaz) for repair / evaluation. The evaluation confirmed the reported no power malfunction due to a faulty power supply unit. The power board was replaced and the device functioned and tested appropriately. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to section b5 per additional information from the olympus (oaz) sales representative and to update the following sections: g3, g6, h2 and h10.

Event description:
The sales representative (oaz) further reported the asset high definition liquid crystal display monitor reportedly was found to have a no power malfunction during a procedure. The user facility used an alternative monitor that was easily accessible. No patient injury or patient harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer, the cause of the failure of the power board could not be identified; however, based on the physical evaluation, the most probable cause of the reported malfunction is due to accidental breakdown of the electronic components. The legal manufacturer will continue to monitor the field performance of this device.